Manufacturer narrative:
The device has been received for eval; however, eval is not yet complete. A f/u MDR will be submitted.

Event description:
Received info stating customer's pump unexpectedly shutdown. There was no impact to the customer's blood glucose level.